Event description:
It was reported that the patient experienced severe hypoglycemic events that resulted in an ambulance being called twice. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.